Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem, cassette detect error, was confirmed with event log history. The issue was not duplicated, and the root cause was unknown. Contamination/corrosion found at all corners of old version of lcd display and at backside of the battery compartment. Ac connector of the 6.4 version main board insulation was damaged. Contamination found at dso (downstream occlusion) sensor and latch/lock area as well. Replaced main board, lcd display, led's, flex, latch/lock, flex sensor, and battery compartment. After repair all functional tests of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a cassette detection error. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.